Event description:
It was reported that customer was checking his blood glucose and the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that he has a new insulin pump and mentioned that the current insulin pump is now working normally and stated he may have pressed the buttons too long. The customer was advised to monitor the insulin pump and if he decides the new insulin pump he will need settings. The customer was advised to contact his healthcare provider regarding his settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.